Event description:
Complainant alleged that during a routine shift check by a clinician, the device would no discharge energy from the associated defibrillator. The complainant indicaed that there was no pt involvmement in the reported malfunction.